Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion service group received the suspect user interface module (uim) for investigation and repair. The service group performed a visual/electrical inspection of the device components, power cycle runtime routines and power testing. At this time, carefusion has not duplicated the reported event and therefore can not determine a component root cause failure. This issue will be internally investigated within carefusion.

Event description:
The customer reported a distorted touchscreen display on this avea ventilator during pre-use setup. The customer stated this issue was not associated with a patient event.